Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the airway mobilescope screen remained completely black. The issue occurred during inspection before use. There were no reports of patient involvement.

Event description:
No new information.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, a likely contributing factor is poor electrical connections caused by electrical stress when energizing the camera¿s circuit boards (including mounted components) and accidental static electricity, which may have negatively affected the stability of the image signal output. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.